Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, air was aspirated out of the sheath. Also, the catheter stopped deflecting. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation ablation procedure, air was aspirated out of the sheath. Also, the introducer stopped deflecting. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, & h6. One 8.5f agilis steerable introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the torn seals and subsequent leak is consistent with damage during use.